Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for balloon rupture or difficult to remove protective sheath reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was treating a moderately tortuous, moderately calcified, eccentric, 99% stenosed, de novo lesion in the mid first diagonal coronary artery. During preparation of the 2.0x8mm mini trek balloon dilatation catheter (bdc), resistance was felt during removal of the protective sheath. The bdc was then used for pre-dilatation. The bdc was advanced to the lesion without resistance and pressurized; however, the balloon ruptured at 3 atmospheres (atms) during the first inflation. Another non-abbott bdc was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.